Event description:
It was reported that the cbc ii unit clotted while collecting the shed blood. None of the collected blood could be re-infused. The patient was given a blood transfusion as a result of this event.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. If additional information is received, a follow up report will be filed.